Event description:
It was reported that a patient¿s recharger wasn't working to charge his implantable neurostimulator (ins) and it was fully dead. The patient received a new recharger and it still wasn't charging. A ¿force charge¿ was done on the recharger to charge the device for the one hour countdown and the patient tried to turn his ins on with the patient programmer. It still wouldn't turn on but the patient did still have stimulation on the wires. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information.

Manufacturer narrative:
The device was used for an off-label indication. The indication the device was used for was ezw. Concomitant medical products: product ID: 3093-33, lot# va06gmu, implanted: (B)(6) 2013, product type: lead. Product ID: 3093-33, lot# va06gmu, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: neu_recharger_acc, product type: recharger. (B)(4).